Event description:
The procedure was conducted on (B)(6) 2013. Double balloon both broken after placed for 3 hours. The complainant has confirmed that the balloon ruptured circumferentially. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.